Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw inserter broke while removing a previously-implanted screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (methods, results and conclusions) - the returned driver was examined. The tip has fractured. As the instrument was removing product that had already been implanted, larger forces are required for removal due to the screws being integrated with the bone. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that a screw inserter broke while removing a previously-implanted screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.